Manufacturer narrative:
(B)(4). D10: 010000667. G7 pps ltd acet shell 60g 7499859. G2: foreign: poland. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02999. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the hammering of the shell, it was impossible to unscrew the shell from the impactor. No known consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2, h3, h4, h6 visual examination of the returned product identified the inserter shows damage to the shaft and the strike plate. Due to the damage of the threads of the inserter no function check could be performed. The threads of the shell show scuffing and signs of use so no function check could be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. A definitive root cause cannot be determined. Complaint confirmed based on evaluation of the returned products. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.